Event description:
The user facility reported a patient who had undergone extra-corporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) in post mitral valve replacement was unable to recover cardiac function and was converted from iapb to impella cp device. Approximately one hour after start of support, the pump stopped, and current consumption increased. An unsuccessful attempt was made to restart the pump. Although it was determined that the stop was due to the pump's operation status, the physician requested that the automated impella controller (aic) be inspected to investigate the cause. Further information noted the patient expired the next day due to multiorgan failure, no relationship between the death and the aic per the case physician. Medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. This is one (automated impella controller) of two (impella cp) medical device reports associated with this event.

Manufacturer narrative:
The investigation of aic - pump stop has been completed. This console was tested uopn arrival. Upon running the test optical pump, unable to reproduce the reported failure mode. No hardware issue was found with the console. The root cause for the pump stop was not determined due to the inability to reproduce. The following have been reported incorrectly or missing from manufacturer device report: